Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient says that charging two times a week is very concerning and that the battery abnormally depletes when not in use. The patient shared that the ins was charged 100% and then a few hours later after zero use was down to 80%. The patient feels that the ins is not working correctly and that there is some kind of issue with the ins causing it to deplete abnormally. The issue was not resolved but the patient was noted to be alive with no injury. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-feb-15. The patient¿s weight was (B)(6) on (B)(6) 2018 and it was (B)(6) in 2011. The manufacture representative (rep) thought the cause was that it was from having 3 separate settings: 1, 2, 3 in letter a. The rep clustered 1, 2, and 3 into one setting. The rep created letter b which included all three from above. As of (B)(6) 2019, the battery still needs to be recharged 1 to 2 times a week and continues to use battery life when stimulator is not being used. The rep said that the life should go 32 days before having to be recharged because they have such low settings. The patient is very disappointed. No further complications were reported/are anticipated.